Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-05458. It was reported a cerebrospinal fluid (csf) might have occurred while the physician was placing two leads. Due to possible csf leak, the physician performed an intraoperative blood patch as a preventative measure.